Event description:
As reported by the (B)(6) registry approximately one day post index procedure the patient was diagnosed with an ischemic stroke. The patient is an (B)(6) female. The target lesion location was the proximal right internal carotid artery. The vessel was described as mildly tortuous and severely calcified. The rate of stenosis was 85%. An angioguard ((B)(4)/ lot 70712503) embolic protection device was advanced distal to the lesion and a precise ((B)(4)/ lot 15679054) stent was successfully placed in the lesion. The angioguard was safely removed from the patient. Upon inspection it was noted that there was debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The day after the index procedure the patient suffered a neurological event described as hemiparesis on the left side. The onset was sudden. Recovery was partial with minor residual. The patient was diagnosed with an ischemic stroke. The event was evaluated and determined to be related to the index procedure but unrelated to the cordis product. The patient was discharged four days post procedure with aspirin and clopidogrel prescribed.

Manufacturer narrative:
As reported by the (B)(6) registry approximately one day post index procedure the patient was diagnosed with an ischemic stroke. The patient is an (B)(6) female. The target lesion location was the proximal right internal carotid artery. The vessel was described as mildly tortuous and severely calcified. The rate of stenosis was 85%. An angioguard embolic protection device was advanced distal to the lesion and a precise stent was successfully placed in the lesion. The angioguard was safely removed from the patient. Upon inspection it was noted that there was debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The day after the index procedure the patient suffered a neurological event described as hemiparesis on the left side. The onset was sudden. Recovery was partial with minor residual. The patient was diagnosed with an ischemic stroke. The event was evaluated and determined to be related to the index procedure but unrelated to the cordis product. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event. No corrective actions will be taken at this time.

Manufacturer narrative:
Adjudication minutes were received and agreed with the previous determination that the patient suffered an ischemic stroke the days after the index procedure. The adjudication minutes also state that the stroke was also embolic in origin. Additional information was also received and noted the following. The patient is an (B)(6) woman with a history of recent mi, dyslipidemia, smoking, diabetes, coronary percutaneous revascularization, hypertension, and stroke. Pre-procedure on (B)(6) 2013, the nih stroke scale score, evaluated by a nurse, was 1 due to left arm drift and the rankin stroke scale score was 1. The patient underwent the index procedure with delivery of the angioguard rx ecgw device and placement of one precise pro rx stent in the right proximal internal carotids artery (ica). Upon retrieval of the angioguard, debris was found in the filter. The site reported a 10% final residual in-lesion stenosis. The procedure was uncomplicated. Post-procedure the next day, the nih stroke scale score, evaluated by the same nurse, was 1 due to left arm drift. The rankin stroke scale score was 1. The site reported sudden onset of left hemiparesis. Neurology consultation two days post procedure for suspected stoke reported the patient start dropping the objects that she held in the left hand. On exam, there were no focal neurological deficits, with a note of a subtle left hand "awkwardness", which could be consistent with pain in the hand, but given the clinical context of stroke, an MRI of the head was ordered. A brain MRI, compared to CT scan performed approximately one month prior, revealed numerous small foci of acute ischemia in the right supratentorial compartment in the middle cerebral artery (mca) and anterior posterior watershed distribution without significant mass effect suggest showering of emboli; there was also noted a single tiny focus of acute ischemia in the left posterior temporal lobe. The patient was discharged four days post procedure on aspirin and clopidogrel. The event was evaluated and determined to be related to the index procedure and related to the study device.